Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contamination by nontuberculous mycobacterium. The units have been removed from use. There is no patient involvement.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. A device service history review has been performed and identified that the unit was manufactured between 2011 and 2013 and no other similar event has been reported, neither concerning trend has been identified. Device was upgraded with vacuum & sealing kit in march 2020, to prevent spreading of aerosol from the equipment into the operation room. Unit has been removed from service and replaced as per customer decision. Lab reports to confirm the contamination were never provided and no further information about cleaning and disinfection procedure of the heater cooler at customer site has been provided, therefore the root cause cannot be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.